Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed to power on. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer's previously reported as patient alleged the device failed to power on. A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed to power on. The device's system board was replaced to address the issue. The trilogy system pca was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed there was no defect. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found eight error codes. The manufacturer concludes errors were generated due to software issue.